Event description:
It was reported that during a complex endovascular procedure in the heavily calcified superior mesenteric artery, the physician implanted a non-abbott 7x17 stent. An attempt was made to cross the non-abbott stent using an omnilink elite 7x29 stent delivery system. Slight resistance was felt and the distal stent struts became bent. The stent delivery system was withdrawn with resistance, some force was applied, and the proximal stent struts bent. A new omnilink elite 7 x 29 stent delivery system was advanced and the same occurred; however, although resistance was felt during removal, the proximal stent struts did not bend. A new third omnilink 7x29 stent delivery system was used successfully. There was no adverse patient effect and no clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed; however the failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. The stent placement precautions section of the omnilink elite peripheral stent system instructions for use (IFU) states: when treating multiple lesions, the distal lesion should be initially stented, followed by stenting of the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent and reduces the chances for dislodging the stent. Also, the warnings section of the IFU states: should unusual resistance be felt at any time during lesion access or stent delivery system removal, the introducer sheath and stent delivery system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and stent delivery system components. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: stiff terumo, guide catheter: cobra/sidewinder, stent: radix carbostent. Device (B)(4) - distal to stent; against resistance. The first omnilink 7.0 x 29 mm is being filed under a separate manufacturer report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).